Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer advised they experienced high blood glucose levels when they awake in the morning on multiple occasions. Customer was unable to be reached to properly troubleshoot. The insulin pump will not be returned for analysis.